Event description:
Healthcare professional reported a right side painful capsular contracture baker grade IV. Device has been explanted and replaced. Treatment: device removal, total capsulectomy and sent for pathology and histology study.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: capsular contracture: unable to observe. As per the investigation procedure, deformation and creases were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: a2, d9, h3, h6.

Manufacturer narrative:
Continued e1 (phone no.): (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture grade IV.

Event description:
Healthcare professional reported a right side painful capsular contracture baker grade IV. Device has been explanted and replaced. Treatment: device removal, total capsulectomy and sent for pathology and histology study.